Event description:
During a laparoscopic cholecystectomy procedure, the safety shield would not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. No pt injury reported.